Event description:
Required revision due to pain subsequent to primary total knee replacement with lcs duofix components.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.